Manufacturer narrative:
Investigation: lot analysis, device/batch history record review: no. Reason: dhrs are available for review as needed and are required for quality issues relating to product traceability or if the reported incident is a medical device reportable. Findings: n/a; review not conducted because a lot number was not provided for this incident. Sap (qn) database review: yes. Reason: this database tracks any issue during production that would affect product quality. Findings: subject code was an s1 severity ranking. Review was not conducted for this level a investigation; because a lot number was not provided for this incident. Visual analysis: observations and testing: received two used q-syte units without packaging: unit 1; q-syte was attached to a miscellaneous 3ml syringe. The q-syte had traces of dried media/meds and the syringe contained a clear fluid. Unit 2; q-syte was connected to a miscellaneous ex-tube. The q-syte had traces of dried media/meds. Both q-syte units 1 & 2: were broken at the neck of the top body (polycarbonate). Photos were also provided for observation of this incident; which revealed the units to be in similar condition to that of the units provided. Provided for this incident) visual/microscopic examination: units 1 & 2: the number of septum cavity mold could not be obtained. Observed the top body was broken at the neck with jagged edges and exposing the septum. No other anomalies or damage was observed. Leak testing could not be conducted due to the condition in which the units were received. The damage that the returned q-syte units have sustained could result in leakage in the clinical setting. Test description, method no, results, visual/microscopic, n/a. Investigation samples(s) meet manufacturing specifications: no; the units were broken at the neck of the top body (polycarbonate) and demonstrated jagged edges; this type of damage is normally attributed to by extraneous force. Conclusions: confirmation of the failures of leakage male luer connection (q-syte) and adapter /connector defective / damaged, as stated in the product incident report, was conclusive with the units provided for this incident. Confirmed the top body (polycarbonate) of the units was broken at the neck resulting in jagged edges and exposing the column wall of the septum. Did the evaluation confirm the customer¿s experience with the bd product? Yes; confirmation failures experienced by the customer was conclusive with the units provided for this incident. Were we able to reproduce the customer's experience with the bd product? No; reproduction of failure experienced by the customer could not achieved in the laboratory environment. Was the device used for treatment or diagnosis? Treatment root cause. Relationship of device to the reported incident: indeterminate ¿ a definite source that contributed to the breakage of the top body (neck) of the used units was not confirmed. This type of damage is normally attributed to extraneous force. In-process inspections are conducted during the manufacturing process to identify process changes that could contribute damage. Comment: an instruction pamphlet is provided with q-syte product. This information documents the potential failure modes of this device if not used properly. Corrections and CAPA: corrective action project / CAPA (#): a formal corrective action has not been initiated at this time. A definite manufacturing related root cause could not be established. Customer complaint trends are evaluated on a monthly basis. If the trend of a specific type of complaint warrants a formal corrective action, resources will be assigned at that time. Other action taken: q-syte product quality is evaluated during the manufacturing process with prescribed variable and attributes inspections. These inspections are performed by operators to ensure process changes are identified. If defects are observed, disposition of the product, root cause and corrective action are applied according to the quality control plan.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that there was leakage from the bd q-syte¿ luer access split-septum stand-alone device, during use. No reported medical intervention or serious injury.